Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-92240.

Event description:
The customer reported via telephone call that air bubbles were found in the reservoir and that the blood glucose was high at 515 mg/dl. The customer declined troubleshooting for these issues.